Event description:
Additional information received identified the patient's stimulation was turned on at his postoperative appointment on (B)(6) 2015 and effective stimulation was reportedly restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted and replaced with a different model ipg due to the patient not charging his system in some time and subsequently losing stimulation.